Manufacturer narrative:
Upon further investigation, it was reported that the issue was observed during testing, outside of clinical use. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
There was no patient involvement.

Event description:
It was reported there was an abnormal noise coming from the ventilator. There was no patient involvement. The authorized service provider (asp) confirmed there was automatic calibration of ventilator pressure sensor failed and found the gas delivery system (gds) was damaged. The asp replaced the gds and the issue was resolved.